Manufacturer narrative:
Product complaint # (B)(4). The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Stemi nurse called at 0600 to inform me a ¿controller error¿ alarm appeared. Instructed to perform an automated impella controller (aic) to aic transfer.

Manufacturer narrative:
The root cause of the controller error and loss of placement signal was due to an aic software issue. Additional codes were added in h6 (component code and type of investigation).